Event description:
The catheter was returned for analysis after a leak was found during placement surgery. The pt underwent surgery with general anesthesia. After the catheter was placed, a leak was observed in the distal portion. A new catheter was opened and placed. The pt is reported to be "fine". Add'l info has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results reveal - catheter leakage - hole.